Event description:
Facility alleges a blood leak occurred at the start of treatment. Dialysis was discontinued and blood was not returned to the pt. Estimated blood loss-200cc. Blood loss was due the blood lines when discarded. Mp serious injury or medical intervention reported as a result of this incident. This event involved one pt.